Event description:
The manufacturer received a report that a trilogy evo ventilator failed preventive maintenance testing and displayed a "ventilator service required" message. No patient harm or injury was reported. The customer provided the device event log for investigation. Review of the error logs identified multiple fault codes, including a "ventilator inoperative" alarm indicating failure of both the outlet and monitor pressure sensors. Additional "ventilator service required" alarms were observed, indicating that the outlet and monitor pressure sensors had railed to their maximum positive values. Based on the investigation findings, the customer was advised to replace the system printed circuit assembly (pca). The customer acknowledged the recommendation and subsequently reported that the issue was resolved following replacement of the system pca.

Manufacturer narrative:
The reported failure of ventilator inoperative alarm indicating failure of both the outlet and monitor pressure sensors is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.